Event description:
It is reported that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 125mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.